Event description:
It was reported that the ilet device became unresponsive on the cgm graph screen after unlock, and the user identified a slight crack on the touchscreen; the device component involved was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen, aligning the device problem of fracture with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Investigation description: display damage due to impact.